Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bilateral incision was performed with this patient due to left side being occluded. The device remains in service. No additional adverse patient effects were reported.